Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site. The patient underwent a procedure on (B)(6) 2020 to revise the skin and change the abutment. The implanted device remains.